Manufacturer narrative:
The controller was not returned for evaluation, the customer returned the purge cassette and data stick. The investigation into the purge issue has been completed. Data logs showed the sudden occurrence of the "air in purge" alarm several hours into support. Multiple rapid de-airing attempts were made to resolve the issue. The purge flow ticks were seen to be very rapid and erratic at this time. No damage or abnormalities were found on the returned purge cassette. When connecting the purge cassette to the console, the "purge system open" and "purge pressure low" alarms triggered briefly before eventually resolving. Purge metrics were within specification and purge fluid exited the purge gap. Therefore, it was determined that the cause of the priming issue was use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant experienced a purge cassette (pc) failure, and the aic was constantly alarming for air in purge despite troubleshooting. The staff changed the purge cassette, and the alarm subsided. She saved faulty purge cassette, and support proceeded without any reported harm or injury.